Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's father reported via phone call that the insulin pump went into threshold suspend during the night. She would wake up with a high blood glucose level, low alerts, and the insulin pump suspended. Customer's sensor glucose reading was 70 mg/dl but her blood glucose level was 230 mg/dl. The customer's blood glucose level was close to 500 mg/dl. She was no longer wearing the sensor due to alarms and other factors. When she inserted a sensor, the customer received a sensor error alarm. The device was not returned.